Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm indicated that the battery in slot 2 was not charging past 20%. To address the issue the stm replaced the battery then verified that the batteries were charging. All functional and safety tests were performed which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the battery of the cardiosave intra-aortic balloon pump (iabp) was not charging. It was noted that the batteries were installed during the last preventive maintenance (pm) service in (B)(6) of 2019 and failed under 90 days after installation. No patient injury or adverse event was reported.